Manufacturer narrative:
The customer¿s product has been requested for investigation. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device and the customer was unable to obtain readings. As a result, the customer experienced trembling, sweating, and weakness and was unable to self-treat, requiring treatment of a glucose injection from a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed and no issues were observed on sensor patch. Sensor plug was properly seated in mount. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination). Visual inspection was performed on the sensor plug and no failure modes were observed. The returned sensor was further investigated and de-cased. A visual inspection was performed on the returned puck and no signs of damage or misuse were observed. It was determined the cause for the sensor error messages at the time of activation was due to memory corruption in the ferromagnetic random-access memory (fram) section of the application specific integrated chip (asic). The puck was found to contain an event code, which correlates to memory corruption. Therefore, this issue is confirmed. D15 cause not established was selected as it is unknown what caused the memory corruption. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device and the customer was unable to obtain readings. As a result, the customer experienced trembling, sweating, and weakness and was unable to self-treat, requiring treatment of a glucose injection from a non-healthcare professional. There was no report of death or permanent impairment associated with this event.